Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis in a female patient (B)(6) coincident with dianeal unknown and extraneal viaflex therapies. This is one of multiple reports by same reporter. On (B)(6) 2009, the patient began treatment with dianeal unknown and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. It was not reported whether a peritoneal effluent analysis was performed or whether the patient required hospitalization. On an unreported date, the patient began remedial therapy with vancomycin and gentamycin (doses, frequencies and routes not reported). It was not reported if the patient was retrained in aseptic technique, or if dianeal unknown and extraneal viaflex therapies were ongoing. On an unreported date, the event of bacterial peritonitis had resolved. The physician did not consider the event of bacterial peritonitis to be related to dianeal unknown and extraneal viaflex therapies. The physician did not provide an assessment of causality for the event of break in aseptic technique.